Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an issue with the system controller¿s liquid crystal display (lcd) screen was confirmed via analysis. The returned heartmate 3 system controller (serial number (B)(6) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the lcd screen was observed to be whiter than expected, however the parameters were still visible. The lcd screen was replaced with a known working screen and the issues resolved, isolation the issue to the screen. Event log files were evaluated and data from 21oct2024 ¿ 29oct2024 was reviewed. All of the captured data appeared to show the system controller operating as intended. Information provided by the account stated that the lcd screen was blank, however this was not reproduced throughout testing. The root cause of the reported event was determined to be due to an issue with the lcd screen; however, a further cause for the damage could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. D) section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6 - ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. C), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had a blank led screen. Log files were submitted for review and captured routine events, there were no notable alarm conditions or parameter changes. The log file did not show any system controller issues. Also, the file did not contain any communication or power faults that may indicated that the modular cable was degrading. The system controller was exchanged.